Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, on the day of the event, during dialysis treatment, when the routine disinfection of the catheter connector to the external dialysis tubing was performed, a crack, bleeding, and air leak were observed at the connection site between the bleeding catheter and the dialysis blue tubing connector (venous), rendering it unsuitable for effective hemodialysis treatment. As an intervention and remedial action, the catheter was replaced, and treatment was resumed and completed. The catheter was not repaired. Tego was not utilized. The insertion site was not treated prior to product placement. There was no concomitant medication/device. There was no blood loss, and blood transfusion was not required. There was no reported patient injury.